Event description:
It was reported that this patient presented to the hospital after appropriately treated events and was admitted. While in the hospital, the patient went into ventricular fibrillation (vf) and external defibrillation was required. The health care professional (hcp) inquired why the patient's s-ICD did not set a charge marker and deliver shock therapy. Technical services (ts) noted this may be due to a longer detection time due to amplitude variation in the signal and will further investigate. Us engineering will also review device data and provide their input/feedback. Us engineering reviewed available data and confirmed no error codes were found that would have inhibited therapy in any way. No magnetic applications were found. There are no signs of noise/other artifacts. There was no active telemetry session around the time of the external shock. There are no signs of lead dysfunction or integrity issues to the lead. No charge marker was placed around the time of the shock. Due to the lack of a charge marker, there also is no rate plot in the background, so engineering does not know what the frequency (according to the device) was at the time of the external shock. No other explanation has been found for the absence of the charge marker than the hypothesis that the arrhythmia was terminated earlier than the charge marker was set due to adequate action by the hospital employees. Per physician decision, the patient's s-ICD was explanted and replaced with a transvenous ICD system. Besides intervention, no other adverse patient effects were reported. The s-ICD device is expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this patient presented to the hospital after appropriately treated events and was admitted. While in the hospital, the patient went into ventricular fibrillation (vf) and external defibrillation was required. The health care professional (hcp) inquired why the patient's s-ICD did not set a charge marker and deliver shock therapy. Technical services (ts) noted this may be due to a longer detection time due to amplitude variation in the signal and will further investigate. Us engineering will also review device data and provide their input/feedback. Us engineering reviewed available data and confirmed no error codes were found that would have inhibited therapy in any way. No magnetic applications were found. There are no signs of noise/other artifacts. There was no active telemetry session around the time of the external shock. There are no signs of lead dysfunction or integrity issues to the lead. No charge marker was placed around the time of the shock. Due to the lack of a charge marker, there also is no rate plot in the background, so engineering does not know what the frequency (according to the device) was at the time of the external shock. No other explanation has been found for the absence of the charge marker than the hypothesis that the arrhythmia was terminated earlier than the charge marker was set due to adequate action by the hospital employees. Per physician decision, the patient's s-ICD was explanted and replaced with a transvenous ICD system. Besides intervention, no other adverse patient effects were reported. As of 08-may-2025, this product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The no problem detected conclusion code was selected based on analysis of the returned product which found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this patient presented to the hospital after appropriately treated events and was admitted. While in the hospital, the patient went into ventricular fibrillation (vf) and external defibrillation was required. The health care professional (hcp) inquired why the patient's s-ICD did not set a charge marker and deliver shock therapy. Technical services (ts) noted this may be due to a longer detection time due to amplitude variation in the signal and will further investigate. Us engineering will also review device data and provide their input/feedback. Us engineering reviewed available data and confirmed no error codes were found that would have inhibited therapy in any way. No magnetic applications were found. There are no signs of noise/other artifacts. There was no active telemetry session around the time of the external shock. There are no signs of lead dysfunction or integrity issues to the lead. No charge marker was placed around the time of the shock. Due to the lack of a charge marker, there also is no rate plot in the background, so engineering does not know what the frequency (according to the device) was at the time of the external shock. No other explanation has been found for the absence of the charge marker than the hypothesis that the arrhythmia was terminated earlier than the charge marker was set due to adequate action by the hospital employees. Per physician decision, the patient's s-ICD was explanted and replaced with a transvenous ICD system. Besides intervention, no other adverse patient effects were reported. As of 08-may-2025, this product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued. Additional information: this product has since been returned, and analysis was completed. This report is updated with the product investigation results.